Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) performance data was collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/elective replacement indicator (eri). The time of recommended replacement time in save to disk on (B)(4) 2011 device rrt<=2.62 volt. The weekly battery voltage trend data shows min bat=2.64 to 2.62 volts minimum between (B)(4) 2011 and (B)(4) 2012. One - patient alert for low battery voltage on (B)(4) 2011 02:15:05.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) performance data was collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/elective replacement indicator (eri). The time of recommended replacement time in save to disk on (B)(6) 2011, device rrt<=2.62 volt. The weekly battery voltage trend data shows min bat=2.64 to 2.62 volts minimum between (B)(6) 2011 and (B)(6) 2012. One - patient alert for low battery voltage on (B)(6) 2011, 02:15:05. The device was returned, analyzed and the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. It was noted that the device lasted 57% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery.